Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a vibratory alert. Device interrogation confirmed premature battery depletion. No recent sources of battery drain was noted. The device was explanted and replaced. The patient was discharged after the procedure without any adverse consequences.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory via review of the battery trend data. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.